Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a wrist arthroscopy, after positioning the spider 2 arm across awake patient, the arm was released and instead of locking in place when the foot was removed from the foot pedal, the arm dropped. It did not land on the patient as it was caught by a health care professional. After checking the device, it was found that the arm was locking, but it was taking an extended period of time to do so and appeared to be doing it one joint of the device at a time. The procedure was completed using the same device and a surgical delay less than 30 min was reported. No further complications were reported.

Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.